Event description:
The customer reported that after sampling, the sheet could not be driven forward again and as a result, the endoscope was damaged when the needle was retracted. The issue was found during a diagnostic endobronchial ultrasound with sample removal. The procedure was completed with the same device and no delay was reported. There was no report of harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the sheath had detached from the subassembly and was moving freely within the device due to a snap lock joint failure. Olympus will continue to monitor field performance for this device.